Event description:
On 12/14/2022, it was reported by a sales representative via phone that the button from an ar-2290 proximal tenodesis implant system, was not connected to the inserter and appeared broken. Surgeon was able to connect it again but during insertion it would not seat. Case was completed by opening an individual button, part number is unknown. This was discovered during a rcr and bicep repair on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces, however, due to the device not being returned, we are unable to confirm the reported event.